Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for sheath mechanical damage based on the image provided by the customer. Based on the information given, the exact root cause of the event cannot be determined. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Catalog number - requested, not provided. Lot number - requested, not provided. Expiration date - unknown due to unknown catalog number and lot number. UDI - unknown due to unknown catalog number and lot number. Implanted date: device not implanted. Explanted date: device not explanted. Establishment name - (B)(6) vascular and endovascular surgery. Manufacture date - unknown due to unknown catalog number and lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production catalog number and lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The healthcare professional (hcp) reported via twitter that he had experienced a sheath inversion while using a dorado balloon. The sheath was in the patient and fortunately the stiff .035 was in the aorta. Even with suction on, the balloon still would not come out. The patient was in good condition and the procedure outcome was successful.